Event description:
A surgeon reported a patient experiencing flickering in her central vision and temporal shadow following bilateral intraocular lens (iol) implant surgery. In the opinion of the surgeon, the outcome of the event was "excellent". There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/12/2008 and 12/15/2008 by phone, fax, and mail. A completed questionnaire was received on 12/18/2008.